Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to fluid loss. Crack in the tubing was found. All components were explanted and replaced. No adverse patient effects.